Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The complainant had the paramedics test her blood sugar levels, blood pressure and heart rate and said she was fine. The complainant sought medical attention with an urgent care facility; the doctor diagnosed her with a vapor reaction. No prescription medications was required. Multiple attempts were made to contact the complainant in order to obtain further information; however, the complainant has remained unresponsive. The product involved in the alleged incident was not returned. In addition, no similar complaints were received with regard to this lot.

Event description:
A complainant alleged that while a co-worker was cleaning the work surface with caviwipes, she experienced a reaction of seizure, fainting and bruising.